Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25 and failed battery alarm. The power management tool confirmed power error 25 and failed battery alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had off no power alarm on insulin pump. Customer¿s blood glucose level was unknown. Customer stated that no low battery alarm in history. Pump not bumped or dropped. No unattended alarm noted. Customer stated that they did not get a low battery alert prior to the off no power alert during second occurrence after new battery the insulin pump will not be returned for analysis.